Manufacturer narrative:
Device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced two infusion set fell off events during use on (B)(6) 2024. The infusion sets had been used for 2 day. The blood glucose level was 190 mg/dl at the time of events. The patient replaced infusion sets and resumed insulin deliveries successfully. No further information available.